Event description:
It was reported that the procedure was to treat an eccentric lesion in the proximal left anterior descending artery with moderate tortuosity. The 2.0 x 15 mm nc trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The balloon catheter was advanced to the lesion without issue and inflated to 12 atmospheres (atm); however, during the second inflation to 24 atmospheres (atm) a balloon rupture occurred. A new 2.25 x 15 mm nc trek balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the mini trek instructions for use warns: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over-pressurization. Based on the information reviewed, there is no indication of a product deficiency.